Event description:
During the opening of the ampulla the nurse got injured (incised wound). The chips were removed and the patient was not affected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the opening of the monomer ampulla, the lid did not work as intended. Two bottles did not break as required. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device is for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Changed from product problem to adverse event and required intervention to prevent permanent impairment/damage.